Event description:
The user received questionable results for folate on the cobas e601 module. The number of patient samples involved in the event was not known. The user provided results for 75 patient samples. Seventeen patient samples gave discrepant results. The exact date the samples were initially tested was not provided. The user said he pulled samples that were initially tested on (B)(6) 2010 through (B)(6) 2010. The samples were initially run on measuring cell 2 on the e601 analyzer and repeated on (B)(6) 2010 on measuring cell 1 of the same analyzer. Patient sample 1, the initial folate result was 16.2 ng/ml. The sample was repeated with dilution giving 27.1 ng/ml. Patient sample 2, the initial folate result was 13.6 ng/ml. The sample was repeated twice giving >20.00 & >38 ng/ml. Both repeat results were accompanied by data flags. Patient sample 3, the initial folate result was 15.9 ng/ml. The sample was repeated with dilution giving 27.2 ng/ml. Patient sample 4, the initial folate result was 18.0 ng/ml. The sample was repeated with dilution giving 32.6 ng/ml. Patient sample 5, the initial folate result was 19.5 ng/ml. The sample was repeated on this e601 analyzer giving > 20.00 ng/ml. The sample was additionally repeated with dilution on the e601 analyzer giving > 38 ng/ml. Both repeat results were accompanied by data flags. Patient sample 6, the initial folate result was 16.3 ng/ml. The sample was repeated with dilution giving 29.28 ng/ml. Patient sample 7, the initial folate result was 8.9 ng/ml. The sample was repeated giving 17.46 ng/ml. Patient sample 8, the initial folate result was 17.6 ng/ml. The sample was repeated with dilution giving 33.86 ng/ml. Patient sample 9, the initial folate result was 18.8 ng/ml. The sample was repeated on this e601 analyzer giving > 20.00 ng/ml. The sample was additionally repeated with dilution on the e601 analyzer giving > 38 ng/ml. Both repeat results were accompanied by data flags. Patient sample 10, the initial folate result was 11.2 ng/ml. The sample was repeated twice giving > 20.00 and 24.7 ng/ml. The first repeat result was accompanied by a data flag. Patient sample 11, the initial folate result was 15.9 ng/ml. The sample was repeated with dilution giving 25.4 ng/ml. Patient sample 12, the initial folate result was 10.3 ng/ml. The sample was repeated giving 15.56 ng/ml. Patient sample 13, the initial folate result was 15.6 ng/ml. The sample was repeated with dilution giving 27 ng/ml. Patient sample 14, the initial folate result was 5.8 ng/ml. The sample was repeated giving 10.03 ng/ml. Patient sample 15, the initial folate result was 13.5 ng/ml. The sample was repeated twice giving > 20.00 and 21.5 ng/ml. The first repeat result was accompanied by a data flag. Patient sample 16, the initial folate result was 29.9 ng/ml. The sample was repeated with dilution giving 16.2 ng/ml. Patient sample 17, the initial folate result was 14.9 ng/ml. The sample was repeated with dilution giving 28.2 ng/ml. The initial results were reported outside the laboratory. The user sent corrected reports for 54 patient samples. There was no information provided to determine which patient samples were corrected. No adverse events have been alleged regarding these discrepancies. The folate reagent lot number was 15820401. The field service representative found a blown fuse on a circuit board. He replaced the circuit board. Performance tests were run to verify analyzer performance.